Event description:
Related product model #: no value found. Related product serial #: no value found. Related product upn #: unk-p-starter. Related product batch/lot: no value found. Related product family: starter. Material number: unk-p-starter. Sterile lot number: no value found. Sold to account number: no value found. Returned product expected: no. Bsc product return date: no value found. Location description: no value found. Device/procedure outcome: original device used, procedure completed. Patient outcome: f26: no health consequences or impact. Event description: ecn event description: during mapping, orion often went to laa. From this point on, the patient became hypotensive. After 20 minutes, the pressure dropped significantly. Once pericardial effusion was confirmed, the patient underwent pericardiocentesis, which resolved the problem. The patient left the operating theatre in good condition and alert. Patient present at time of event? Yes, patient complications: pericardial effusion, hypotension in the physician's opinion, did the device or procedure cause or contribute to the patient complication? Yes, please describe the way in which the device or procedure caused or contributed to the patient complication? Orion often went to laa. Medical or surgical interventions: pericardiocentesis patient admitted to hospital beyond the standard of care: yes, patient discharged from hospital? Unknown patient outcome: fully recovered device acquired from a distributor? Yes. Event date: 2025-11-26. As reported device codes: 2099: no known device problem. As reported patient codes: 9221: pericardial effusion, 9139: hypotension. Procedure date: (B)(6) 2025. Type of procedure: atrial fibrillation. Country of event: italy.

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. From risk assessment completed for this products failure mode it can be concluded that the failure mode is documented in the applicable dfmea, and the occurrence rate is being investigated under CAPA-06103. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.